Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02081. It was reported the pt stopped using stimulation due to burning shocking sensations he experienced when stimulation was on. He also reported that stimulation caused incontinence. He stated that these symptoms began approx two years after implant. It was reported the pt felt warmth at the ipg site during charging but he stated the warmth was not uncomfortable. The pt's system remains implanted but is not being used. No further info is available at this time. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.